Event description:
It was reported that during surgery on (B)(6) 2023, during the implantation of a femoral nail, the head of the mallet came loose and fell to the floor. Another mallet was used to complete the case. Also, the tip of the retention pin for the captured screwdriver came off as the surgeon inserted a distal locking screw. It is not known if the tip remained in the head of the screw or not, because the screw was fully inserted. The case was completed without delay. There was no patient consequence. This report involves one spiral combination hammer 500 grams. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that spiral combination hammer 500 grams was broken from the head- shaft union, the broken head was returned for examination. No other issues were found. A manufacturing investigation was conducted by jabil detailing the failure mode. The combined hammer 500g broken at the welding and the complaint condition can be confirmed. According to the dimensional inspection 2.4 it is shown that the dimension 0 10mm h8 was out of tolerance. Data analysis and engineering tests were conducted to investigate (B)(4). The products have been tested and the smaller shaft (010mm h8) and resulting larger clearance with the hammer head 60071678 does not negatively impact the function of the hammer. This condition was realized within the investigation of a former complaint and documented in nr. According to the product development memo excludes manufacturing as a root cause. To address the condition of the hammer shaft 60077260 being out of tolerance, CAPA was opened on (B)(6) 2019. Within CAPA there was a process change initiated to change the manufacturing steps before and after hardening. CAPA was effective has already been closed on 16. Sep 2020. Therefore no further actions are needed. Additional information can be found in attachment manufacturing investigation. A dimensional inspection for the spiral combination hammer 500 grams was not performed as is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the spiral combination hammer 500 grams would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history: part # 03.010.522-us. Lot # 9778797. Manufactured by: umkirch. Manufacturing date: 01/27/2016. A DHR review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production there was no deviation detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.